Event description:
The patient developed a hematoma/seroma in the pump pocket that resulted in an infection. Cultures were taken of the device pocket; specific type of organism cultured was not specified. The physician tried to salvage the pump by cleaning out the pocket and antibiotic therapy; however, ultimately the pump and catheter were explanted on (B)(6) 2014. Since there was no alleged product issue, no device diagnostics or troubleshooting was performed. The patient was diabetic. The patient¿s status was ¿alive ¿ no injury¿. The device system was used to deliver morphine. Additional information indicated that the company representative was told that the patient had a hematoma; they were unaware of meningitis. It was assumed that antibiotics had been administered; however, this was not confirmed. The culture results were pending. As of (B)(6) 2014, the patient was receiving antibiotics and once the infection resolves, the patient will be re-implanted. The patient had been getting great relief from the therapy and was very happy.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).